Manufacturer narrative:
Device analysis report attached. This report is submitted on april 20, 2023.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2022, in order to remove a cholesteatoma. However, during that revision, the receiver/stimulator was explanted. The patient was re-implanted with a new cochlear implant on (B)(6) 2023.

Manufacturer narrative:
This report is submitted on march 28, 2023.